Event description:
It was reported that the vertical column on the 9900 system would intermittently hesitate when movement was initiated. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the column power supply ps3. The system was tested and found to be working as intended and placed back into service.